Event description:
Boston scientific received information that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection and intravenous antibiotics were administered. The electrophysiologist thought the infection may be related to a skin issue as the patient previously had a transvenous system explanted due to infection as well (FDA report # 2124215-2014-17881, 2124215-2014-17883, and 2124215-2014-17882). The products will not be returned as they were sent to pathology. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.